Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd nexiva" catheter tubing was cracked near the IV connection and leaked contrast. Additionally, another catheter leaked blood from the extension tubing. The following information was provided by the initial reporter: "we had one issue with the extension tubing leaking blood. Today we had an instance of the tubing being cracked (right where the tubing meets the IV). It was leaking contrast while we were injecting".